Event description:
It was reported that the lead was explanted due to patient alert for high impedance (>2000 ohms). Manual measurement showed impedance 1700 ohms, and impedance measurement with arm behind head was >2000 ohms. Questioned if lead broken. No patient complications have been reported as a result of this event.